Event description:
A malfunction occurred on a customer's pump, but there were no notable events leading up to the issue. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing pump reset information, and the malfunction code was successfully reset without recurrence. The customer was advised to continue using the pump and to contact technical support again if the malfunction reappears, which the customer understood and acknowledged.